Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient was having bowel movement off and on since april, and had three accidents today. The patient asked for assistance with the patient programmer (pp). The patient reported not feeling stimulation, with the therapy on program #1 at 1.2v and felt the stimulation comfortably when they increased it to 1.5v. The patient was to follow up with their healthcare provider (hcp) if the problem persisted. Additional information was received from the patient and it was reported that the patient had a return of symptoms/bowel accidents. It was noted that the patient had a fall in the house 3-4 months prior to this report and noticed a change in therapy. The patient also reported falling in the yard about a month prior to this report as well. The patient was able to use the programmer and verify that stimulation is on. It was noted that the patient is on program 1 at 1.5. Stimulation was increased to 2.4 and the patient was feeling stimulation comfortably sitting, standing and walking. It was noted that the return of symptoms was gradual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.